Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries were critically low. The representative forced charged the batteries and instructed the site to have the unit plugged in at all times except when transporting. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that prior to a case, the site noticed that the imaging system was not plugged in and the batteries were depleted. The site charged the system for two hours and when they tried to power it on the mobile view station (mvs) came on but the image acquisition system (ias) only had a flashing power light. The pendant did not turn on. The battery indicator on the ias had not moved charge levels after two hours of being plugged in. There was no patient present when this issue was identified. It was noted that during troubleshooting, the site was going leave the system plugged in for the rest of the day and see if the battery charge indicator increased.